Event description:
It is reported the pt was revised due to dislocation.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records for lot code associated with the liner were reviewed. No deviations or anomalies were noted. The reported (B)(4) design controlled device is used for treatment. Review of the compatibility confirmed that these are an approved compatible combination. Review of the complaint history for lot code associated with the liner indicated no prior complaints for this lot. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It was further reported that the patient's hip was revised to a constrained liner due to potential for dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.